Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("heavy bleeding / uterine bleeding") and abdominal pain ("abdominal pain / severe pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("severe migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation was performed) and surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the uterine haemorrhage, abdominal pain, dysmenorrhoea, back pain, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, migraine and uterine haemorrhage to be related to essure. The reporter commented: plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff had no choice but to undergo a hysterectomy to remove essure. Plaintiff suffered severe and continuing injuries as a result of essure implant. Diagnostic results: hysterosalpingogram was done, during which it was confirmed that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a balloon part of the essure device that was popping out"), genital haemorrhage ("continual bleeding/abnormal bleeding"), abdominal pain ("abdominal pain / severe pain") and uterine haemorrhage ("heavy bleeding / uterine bleeding") in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she could undergo the confirmation test and so never received confirmation that the essure was effective". The patient's past medical history included diabetic neuropathy (neuropatic pain), multigravida, parity 5 (11sep1997, 07sep2000, 26mar2003, 13oct2006, 20jul201), cervical cone biopsy in 2006, cervical cone biopsy in july 2010, cesarean section (birth of child) in 2006 and cesarean section (birth of child) on 20-jul-2010. She did not experience any complications of your pregnancy or delivery. She did not claimed that you are allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She had did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: effexor in 2003. Concurrent conditions included cholecystectomy (gallbladder) since 2013, cervical cone biopsy (cancer) since 2013 and hysterectomy (cancer) since 2013. Concomitant products included lisinopril since 2010 and nebivolol hydrochloride (bystolic) since 2010 for blood pressure high, venlafaxine (effexor) since 2003 for depression and empagliflozin (jardiance) since june 2017, insulin glargine (lantus), insulin lispro (humalog) and metformin since 2010 for diabetes. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("severe migraines"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual period"), diabetic neuropathy ("diabetic neuropathy") and treatment noncompliance ("she did not use birth control contraception following essure placement procedure"). The patient was treated with ibuprofen, surgery (hysterectomy to remove essure), surgery (endometrial ablation), surgery (hysterectomy to remove essure) and surgery (ablation was performed). Essure was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menstrual disorder, diabetic neuropathy and treatment noncompliance outcome was unknown and the abdominal pain, uterine haemorrhage, dysmenorrhoea, back pain, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, diabetic neuropathy, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, migraine, treatment noncompliance and uterine haemorrhage to be related to essure. The reporter commented: plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff had no choice but to undergo a hysterectomy to remove essure. Plaintiff suffered severe and continuing injuries as a result of essure implant. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She mentioned that her pain ceased once the essure device was removed. She also mentioned the hysterectomy was performed due to a cancer. She was informed that the test could not be performed due to a balloon part of the essure device that was popping out. She did not receive a follow up call regarding when she could undergo the confirmation test and so never received confirmation that the essure was effective. Hysteroscopic placement of essure device: we were able to deploy the device with 4 coils being exposed in the uterus on the patients right side. The same procedure was carried out on the contralateral side and once again identified 3 coils being outside the tubal ostea, which is good placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a balloon part of the essure device that was popping out"), genital haemorrhage ("continual bleeding/abnormal bleeding"), abdominal pain ("abdominal pain / severe pain") and uterine haemorrhage ("heavy bleeding / uterine bleeding") in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she could undergo the confirmation test and so never received confirmation that the essure was effective". The patient's past medical history included diabetic neuropathy ("neuropathic" pain), multigravida, parity 5 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2006, (B)(6) 201), cervical cone biopsy in 2006, cervical cone biopsy in (B)(6) 2010, cesarean section (birth of child) in 2006 and cesarean section (birth of child) on (B)(6) 2010. She did not experience any complications of your pregnancy or delivery. She did not claimed that you are allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She had did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: effexor in 2003. Concurrent conditions included cholecystectomy (gallbladder) since 2013, cervical cone biopsy (cancer) since 2013 and hysterectomy (cancer) since 2013. Concomitant products included lisinopril since 2010 and nebivolol hydrochloride (bystolic) since 2010 for blood pressure high, venlafaxine (effexor) since 2003 for depression and empagliflozin (jardiance) since (B)(6) 2017, insulin glargine (lantus), insulin lispro (humalog) and metformin since 2010 for diabetes. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("severe migraines"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual period"), diabetic neuropathy ("diabetic neuropathy") and treatment noncompliance ("she did not use birth control contraception following essure placement procedure"). The patient was treated with ibuprofen, surgery (hysterectomy to remove essure), surgery (endometrial ablation) surgery (ablation was performed). Essure was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menstrual disorder, diabetic neuropathy and treatment noncompliance outcome was unknown, the abdominal pain, back pain and abdominal pain lower had resolved and the uterine haemorrhage, dysmenorrhoea and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, diabetic neuropathy, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, migraine, treatment noncompliance and uterine haemorrhage to be related to essure. The reporter commented: plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff had no choice but to undergo a hysterectomy to remove essure. Plaintiff suffered severe and continuing injuries as a result of essure implant. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She mentioned that her pain ceased once the essure device was removed. She also mentioned the hysterectomy was performed due to a cancer. She was informed that the test could not be performed due to a balloon part of the essure device that was popping out. She did not receive a follow up call regarding when she could undergo the confirmation test and so never received confirmation that the essure was effective. Hysteroscopic placement of essure device: we were able to deploy the device with 4 coils being exposed in the uterus on the patients right side. The same procedure was carried out on the contralateral side and once again identified 3 coils being outside the tubal ostea, which is good placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received: reporter information, outcome for the events abdominal pain, back pain and abdominal pain lower updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("a balloon part of the essure device that was popping out"), genital haemorrhage ("continual bleeding/abnormal bleeding"), abdominal pain ("abdominal pain / severe pain") and uterine haemorrhage ("heavy bleeding / uterine bleeding") in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she could undergo the confirmation test and so never received confirmation that the essure was effective". The patient's past medical history included diabetic neuropathy (neuropatic pain), multigravida, parity 5 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2003, (B)(6) 2006, (B)(6) 201), cervical cone biopsy in 2006, cervical cone biopsy in (B)(6) 2010, cesarean section (birth of child) in 2006 and cesarean section (birth of child) on (B)(6) 2010. She did not experience any complications of your pregnancy or delivery. She did not claimed that you are allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She had did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: effexor in 2003. Concurrent conditions included cholecystectomy (gallbladder) since 2013, cervical cone biopsy (cancer) since 2013 and hysterectomy (cancer) since 2013. Concomitant products included lisinopril since 2010 and nebivolol hydrochloride (bystolic) since 2010 for blood pressure high, venlafaxine (effexor) since 2003 for depression and empagliflozin (jardiance) since (B)(6) 2017, insulin glargine (lantus), insulin lispro (humalog) and metformin since 2010 for diabetes. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required).on an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("severe migraines"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual period"), diabetic neuropathy ("diabetic neuropathy") and treatment noncompliance ("she did not use birth control contraception following essure placement procedure"). The patient was treated with ibuprofen, surgery (hysterectomy to remove essure and endometrial ablation). Essure was removed in 2013. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menstrual disorder, diabetic neuropathy and treatment noncompliance outcome was unknown and the abdominal pain, uterine haemorrhage, dysmenorrhoea, back pain, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, diabetic neuropathy, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, migraine, treatment noncompliance and uterine haemorrhage to be related to essure. The reporter commented: plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff had no choice but to undergo a hysterectomy to remove essure. Plaintiff suffered severe and continuing injuries as a result of essure implant. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She mentioned that her pain ceased once the essure device was removed. She also mentioned the hysterectomy was performed due to a cancer. She was informed that the test could not be performed due to a balloon part of the essure device that was popping out. She did not receive a follow up call regarding when she could undergo the confirmation test and so never received confirmation that the essure was effective. Hysteroscopic placement of essure device: we were able to deploy the device with 4 coils being exposed in the uterus on the patients right side,the same procedure was carried out on the contralateral side and once again identified 3 coils being outside the tubal ostea, which is good placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.7 kg/sqm. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication and treatment were added. Events continual bleeding/ abnormal bleeding and she did not use birth control contraception following essure placement procedure was added. Reporters added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("heavy bleeding / uterine bleeding") and abdominal pain ("abdominal pain / severe pain") in a female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetic neuropathy (neuropatic pain), multigravida and parity 5. Concurrent conditions included cholecystectomy since 2013, cervical cone biopsy since 2013 and hysterectomy (cancer) since 2013. Concomitant products included lisinopril in 2010 and nebivolol hydrochloride (bystolic) in 2010 for blood pressure high, venlafaxine (effexor) in 2003 for depression and metformin in 2010 for diabetes. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("severe migraines"), abdominal pain lower ("cramping"), dyspareunia ("unusual period"), menstrual disorder ("unusual period"), diabetic neuropathy ("diabetic neuropathy") and device monitoring error. The patient was treated with surgery (endometrial ablation was performed) and surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the uterine haemorrhage, abdominal pain, dysmenorrhoea, back pain, migraine and abdominal pain lower had not resolved and the dyspareunia, menstrual disorder, pelvic pain and diabetic neuropathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, diabetic neuropathy, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff had no choice but to undergo a hysterectomy to remove essure. Plaintiff suffered severe and continuing injuries as a result of essure implant. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She mentioned that her pain ceased once the essure device was removed. She also mentioned the hysterectomy was performed due to a cancer. She was informed that the test could not be performed due to a balloon part of the essure device that was popping out. She did not receive a follow up call regarding when she could undergo the confirmation test and so never received confirmation that the essure was effective (discrepant information provided from the one previously reported). Diagnostic results: hysterosalpingogram was done, during which it was confirmed that her fallopian tubes were occluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-jan-2018: plaintiff fact sheet of patient was received. The following events were added: unusual period; painful intercourse; pelvic pain, diabetic neuropathy and she did not undergo essure confirmation test. Essure lot number 717632 was added. Medical history, lab tests and essure removal details were also provided . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.